Manufacturer narrative:
The service rep repaired steering assembly, reassembled lower steering shaft, coupler and locking mechanism, adjusted chain link tension, functional and mechanical check, ok unit operational.

Event description:
The customer reports steering wheel was broken. No pt injury.